Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: performance data from the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient felt phrenic stimulation and had palpitations. The device was reprogrammed to turn the left ventricular lead off. A few days later the lead was programmed on and no phrenic stimulation was noted. The lead remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.